Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries were reported and the patient condition was good post procedure.